Event description:
(B)(4) was to be installed with a new patient, when driver wanted to perform the installation, the (B)(4) gave a red alarm. It has been reported that (B)(4) capacitor has separated.